Event description:
It was reported that the pt never had therapeutic effect following a new pump and catheter implant. The pump reservoir volume was checked, and there was more volume than expected. Actual volumes were not reported. No alarms have been noted. Device troubleshooting was being considered. Patient identifiers were not provided at the time of the report. An attempt to follow-up with the hcp for additional information was made without success.